Event description:
An attempt was made to use one nc sprinter balloon to post dilate a lesion in the left main which had stenosis present. It was reported that during use of the device the delivery system became kinked. The device had been inspected before use with no issues noted. No reported patient complications or clinical sequelae. Evaluation summary: the distal tip was flared. The transition shaft was damaged immediately distal to the guidewire entry port. The hypotube was kinked numerous times both proximal and distal from the break site. The hypotube had detached distal to the strain relief. Both ends of the hypotube were oval and jagged at the break site. The balloon folds were intact.

Manufacturer narrative:
Results and conclusions: (device had been inspected before use with no issues noted - the damage most likely occurred during attempted use of the device and is procedural related). (Hypotube detachment). (B)(4).